Event description:
The dealer states the chair has a broken recliner cable. The chair is in a facility and multiple patients use it. The facility did not tell the dealer how it broke. No additional information.